Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Reported events 2 events were reported for this quarter. Product return status 2 devices were received. Evaluation findings (results/components) 2 devices: degradation problem identified / fail-safe system product disposition 2 devices: serviced and returned to customer additional information 2 devices were not labeled for single-use. 2 devices were not reprocessed or reused.

Event description:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Events occurred between july 1 ¿ september 30 2025. This report summarizes 2 events for the failure: fail-safe did not operate. - 2 events had problem identified during non-clinical procedure; there was no patient involvement.